Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The patient had severely calcified vessels. During advancement of the stent graft delivery catheter, the delivery catheter kinked. It was reported that the delivery catheter kinked in the left external iliac the vessel was perforated. The delivery system was removed from the patient. The physician performed a retroperitoneal cut down and repaired the vessel with another manufacturer's sewn in tube graft. The case was ended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial trauma/dissection/perforation. Conclusions: severely calcified vessels.